Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. There were numerous hypotube kinks. Magnified inspection the length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerbands that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery of the right coronary artery (rca). A 2.50mmx12mm emerge balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 8 atmospheres on the first inflation for 10 seconds. The device was removed from the patient and the procedure was completed with an unspecified nc emerge balloon catheter. No patient complications were reported and the patient's status was good.